Manufacturer narrative:
This complaint is reportable to the FDA on the basis of the reporting precedence established for distal needle breakages for this product family, regardless of the pt outcome. This complaint is related to an echo-hd-25-ebus-o-c device of lot# c1009573. The device involved in this complaint was not returned for evaluation, however photographs of the broken needle were provided. With the info provided, a document based investigation was carried out. A review of the mfg records for echo devices of lot#c1009573 did not reveal any discrepancies that could have contributed to this complaint issue. On review of the photographs provided, it was confirmed that the needle was broken at the distal end of the needle in the dimpled area. The device on the photographs provided appeared to be a ebus procore needle, most likely the reported complaint device echo-hd-25-ebus-o-c. The customer complaint was confirmed based on the photographs provided of the broken distal needle tip. A possible cause of this complaint is that the needle bent during use resulting in needle breakage. The complaint info reported indicated that the physician made a couple of passes and noted a bend in the sheath but was able to proceed. On the second pass when removing the physician felt a bit more of a 'tug'. The issue was noted on the second pass therefore the needle was most likely damaged during the previous pass. The needle can kink/bend due to product handling during the procedure. A needle kink/bend may also be attributed to pt anatomy if the lesion being punctured was a hard lesion or if the endoscope was used in a tortuous anatomy. As the needle is advanced/retracted during the procedure it is possible that the kink resulted in a breakage. As the device was not returned for evaluation and condition of device usage cannot be replicated in the lab it is not possible to conclusively determine the root cause of this complaint. Prior to distribution, all echo-hd-25-ebus-o-c devices are subjected to functional checks and visual inspection to ensure integrity of the product. The notes section of the instructions for use ifu0109-2 that accompanies this device instructs the user prior to use to "visually inspect with particular attention to kinks, bends and breaks. If an abnormality is detected that would prohibit proper working condition, do not use." The procedure went well and as physician intended. The pt went home the same day and was reported to be doing well. No additional procedures or intervention was required due to this occurrence. Complaints of this nature will continue to be monitored for potential emerging trends. See scanned page.

Event description:
During an ebus/ca staging procedure, the physician made a couple of passes and noted a bend in the sheath of the device, but was able to proceed. When removing the device on the second pass, the physician felt a bit more of a 'tug'. The device was handed to the nurse/technician to obtain a sample and it was then noted the needle was broken. During recovery the pt started to cough up blood and coughed up a portion of the needle. The physician performed a chest x-ray after the pt had coughed up the needle and stated that it was negative for any needle parts. The pt was reported to be doing well and went home the same day.